Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, the device failed to cross and upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.